Event description:
Customer states: "exhaled tidal volume (vte) read approximately double inhaled tidal volume (vti), (I tried changing flow probe 4 times + extended service tested (est'd) the vent)". Located moderate leak on differential probe port. Traced leak to the enhanced patient monitor (epm) (transducer) board. The o-rings / gaskets for the tube connections are completely dry rotted. There is no way to replace the o-rings and a whole new board needs to be ordered to mitigate this air leak. We have encountered two of these in the last 30 days.